Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6) 2026 that the patient had a driveline tug with bleeding and went to the emergency room on (B)(6) 2026. It was stated that they had a history of driveline infection (MFR #: 2916596-2025-06656). Antibiotics were changed to daily tedezolid 200mg for life.